Event description:
An 8f angio-seal evolution was selected for use for a right femoral arteriotomy. The patient had just undergone an interventional procedure which included stenting and tpa infusion. When the device was pulled back to complete deployment, the whole device came out of the arteriotomy. Manual compression was held, and the patient went to surgery for arteriotomy repair. The patient was hospitalized due to the event. The patient was stable.

Manufacturer narrative:
A review of the device history record was not possible since the lot number was unavailable. On 8f angio-seal evolution hemostasis sheath and carrier tube assembly were visually inspected. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position; the gearbox assembly was in the "out of park" position. The suture knot was located distal to the compaction tube. A compacted collagen fragment was secured by the intact suture loop; the anchor was not returned. The compaction marker was fully exposed. The suture knot location, detached anchor, and compaction marker exposure suggested an overtightened suture as described in the instructions for use. The angio-seal device instructions for use (IFU) states if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40 percent or greater within 5 mm of the puncture site. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The sjm representative has begun the training process for this physician.